Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sensor concerns and out-of-range blood glucose after meal announcements, including an initial low followed by persistent high glucose; the agent verified tubing, resumed insulin, later directed a site change on a cd 23" infusion set with fill tubing and cannula, and provided education on monitoring and, if needed, temporary manual injections while disconnected. Symptoms included hypoglycemia with a reported low of 54 mg/dl and "jitteriness", followed by hyperglycemia. Outcomes included no serious injury or illness. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.